Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately ten (10) months post initial procedure, the patient presented with a type ia endoleak. The physician plans to re-intervene but surgery has not been scheduled. As of date, there have been no additional patient sequelae reported.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately ten (10) months post initial procedure, the patient presented with a type ia endoleak. The physician plans to re-intervene but surgery has not been scheduled. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report additional information was received that re-intervention was completed with coil placement in the open space and implant of a gore (non-endologix) cuff. The type ia endoleak was sealed and the patient was stable.

Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made; however, denied due to patient authorization requirements. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: result code remove 3233. Conclusion code remove 11.